Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 111, repeats 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. There was a flag for an aspiration/dispensing failure on the sample for the electrolytes. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.